Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied after firing the reload during a laparoscopic sleeve gastrectomy procedure, the device locked on tissue. The handle was manually opened, removed and was replaced with a regular handle in order to complete the case. There was no patient injury.